Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked display screen of unknown cause while the device remained functional and blood glucose readings were not impacted, and a replacement device was provided with instructions for data sync, shutdown, return shipping, and re-setup. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy and no need for medical care. Investigation included device history review and receipt and inspection of the returned device. Investigation of this case revealed physical damage to the screen consistent with user-reported crack while other components functioned as intended, with no malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.